Event description:
The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2018, the customer tested patient 1 by fingerstick on the meter and the result was 4.5 inr. The customer had a lab test within 7 hours and the result was 2.7 inr. On (B)(6) 2018, the customer tested patient 2 (female, (B)(6), birth date) by fingerstick on the meter and the result was 2.7 inr. The customer had a lab test within 7 hours and the result was 1.8 inr. Both patients have a therapeutic range of 2.5-3.5 inr. Both patients have no hematocrit issues, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medications, no new illness, no diet changes and no signs of bleeding or bruising. Patient 2 had their dose of warfarin lowered prior to the test. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294943) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. However, it is stated in the communication to discontinue use of and discard affected strips.